Event description:
It is reported that the femoral stem could not be implanted. The surgeon felt the proximal portion was too thick. A new implant was opened and used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.